Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was 160 mg/dl and it was addressed with a bolus. The customer successfully primed the tubing and resumed insulin delivery. Reportedly, there was there was one air bubble that remained in the tubing and it did not move.